Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a pump manifold assembly. The service engineer evaluated the pump manifold assembly and verified the reported complaint. When the device was tested it was noisy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator had a malfunction. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.